Manufacturer narrative:
Evaluation of data confirmed the permanent out of range signal. Data was received (B)(4) 2014.

Event description:
Consumer reported permanent out of range signal. The consumer did not report any medical intervention or injuries.